Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that when asked for clarification on the implant broke 3 months after implant the hcp said it was likely a connection issue. The hcp said the cause of the implant breaking was unknown but maybe kinking of the lead. When asked to clarify if the devices were defective or implanted incorrectly the hcp said this was speculation and the event occurred after the patient was lifting a laundry basket. Imaging did not show lead displacement.

Manufacturer narrative:
Continuation of d11: product ID: 3889-28, lot# (B)(6) serial#, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead h.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient stated "your people were there, and they had been so worried" because it had been within such a short time-frame from when they were first implanted and they had to go back in on (B)(6) 2020 to have the system removed and replaced with a new system on the right hip/buttocks and that's the one they had now. The patient clarified their comment about "your people were there and had been worried," and stated they never met any of the medtronic representatives and that they'd only heard about this through their hcp. The patient further clarified that the reps apparently hadn't been sure what had happened so they had planned on taking the device after it was removed to be analyzed but they ended up not finding a defect. The patient stated again, they only heard this through their hcp and they didn't know when the reps were notified about the issue.

Manufacturer narrative:
Date is estimated; month and year are valid. Concomitant medical products: product ID 3889-28, lot# va218dr, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that their implant broke 3 months after implant, in january. It was clarified that it wasn¿t working, and the wires were loose; they could feel the lead poking through, but not exiting, the skin. The patient stated that the devices were replaced, and they never found out if the devices were defective or if they were implanted incorrectly.